Event description:
The following has been reported by customer: error 18-0004 (power connection) - does not detect mains power failure.". Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and the error 18 occurred 14 times between june and july which confirm the reported issue. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. When the device was switched on, the error 18 was triggered immediately. So, the reported event was reproduced. Nothing was noticed during internal inspection. However, after cross-testing with a functional power supply board, the device works correctly again. For this complaint, the root cause of the reported issue was therefore found to be a defective power supply board and its replacement need to be performed as corrective action. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.